Manufacturer narrative:
An imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation alongside its abutment and connecting screw. Visual inspection of the as returned product identified damage and fracturing of the internal hex as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4), h3: device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional device 510(k) k101880.

Event description:
It was reported that the internal hex of the implant (tsvtwb10) was damaged during the placement. It was also reported that another implant was placed in the same surgery. Tooth location 13.